Event description:
It was reported the pt fell (B)(6) 2010 and was in the hosp for back surgery and reported her device had been turned off for 6 days; however, she still felt stimulation, and it was very annoying. Pt's symptoms were at the ins location. Pt had turned the device down to zero and she saw a yellow light on the pt programmer to confirm ins was off. The company rep reported that it seemed that the battery was dead and they wanted a replacement, but could not find a doctor to do it. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).